Event description:
Event: (cc# 98-01183) a hematoma occured quickly in the groin with a drop in blood pressure. The patient returned to the o.r. Immediately following the iab insertion. Then, the "slow gas" alarm sounded and blood was noted in the tubing. (Multiple event to customer complaint number 98-01182) the iab was not returned to datascope for evaluation. [Event complications]: hematoma/drop in blood pressure - reported 9/17/98. [Patient's current status]: unk - rpt'd 9/17/98.